Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken near sensor base. Broken part missing. Unable to confirm if customer received the sensor damaged because the sensor was opened/used.

Event description:
The customer reported via phone call that he received a lost sensor alarm. The sensor had a bent cannula. The serter was not releasing the sensor. Customer's blood glucose level was 123 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.